Manufacturer narrative:
The reported field event of unable to interrogate was confirmed. X-ray image showed possible foreign material on the battery terminal. Final analysis confirmed the foreign material to be gold plated brass, which is the same material as the spring connector housing. The spring insert appears to have created a shaving when it was pushed into the housing. Insertion of the battery pin into the housing could have broken off the shaving inside and became loose once the pin was withdrawn from the housing. This is a manufacturing anomaly.

Event description:
It was reported the implantable cardioverter monitor could not be upgraded because the device lost the connection with merlin.net. No patient involved and no further information was available.